Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported, "breasts are hard and lumpy with bilateral capsular contracture, baker grade IV," as well as bilateral exchange of textured breast implants due to the patient¿s concern with the product. Patient also experiencing the following non-device related issues, "muscle aches, chronic fatigue, dizziness, and continuously sick. Device remains implanted. This is the right side record.